Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 127 mg/dl. The customer does not recall any significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: pump received with intermittent act button response due to corroded keypad trace. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.